Event description:
It was reported that there was a "gap" in the individual packaging of the minicap. The packaging showed a loss of metalized coating on the surface; a hole, but when pressure was applied air did not escape from the product. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.